Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object in the nozzle. It was also observed that the plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device. Additionally, olympus confirmed the burn on the plastic distal end cover. Although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy endo therapy accessory was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): foreign material - inspection method is described in the operation manual gif-1200n chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif-1200n chapter 5 reprocessing the endoscope (and related reprocessing accessories). Distal end cover burn - such events can be detected and prevented according to the following ifus. Operation manual gif-1200n chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope operation manual gif-1200n chapter 4 usage: 4.3 using endo therapy accessories olympus will continue to monitor the field performance for this device.